Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. The alarm was resolved by changing the infusion set and reservoir. The reservoir will be returned for analysis.